Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000054230. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2022-06670. It was reported that patient experienced ineffective stimulation for both scs systems and was having increased arthritic pain. Original pain pattern is upper thoracic and lumbar/leg pain. Surgical intervention was undertaken wherein both of the scs systems were explanted.